Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently available.

Event description:
The affiliate reported via email that the suture was suddenly broken when using adjustable suture during acl reconstruction surgery on (B)(6) 2017. The surgery was completed by using alternative new rigidloop adjustable (part#: 232447, lot# is unknown) after removed button and loop. It was brand new and the first use when the issue occurred. There was surgical delay in 20 min and no harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirmed the white suture was broken and frayed, confirming this complaint. Historically, this failure has been observed when the suture or part of the suture encounters a sharp object; however, a root cause for this specific device failure cannot be conclusively determined. Review of the device history record for the finished goods assembly (p/n 232447) indicated that this batch of product was processed without incident. Review of the device history record for the adjusting suture (component p/n 111455) for this batch of finished good devices indicated that there were no anomalies in the release lot. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that the suture was suddenly broken when using adjustable suture during acl reconstruction surgery on (B)(6) 2017. The surgery was completed by using alternative new rigidloop adjustable (part #: 232447, lot # is unknown) after removed button and loop. It was brand new and the first use when the issue occurred. There was surgical delay in 20 min and no harm to the patient. The following additional information was received via email by mitek complaints on 08-02-2017: the affiliate could not provide information regarding if it was am or transtibial, graft size, tunnel size for tibial and femoral. Could not also provide information for which suture broke, when the suture broke or where. Unknown if surgeon pulled on the suture with hands or if with snaps. The surgeon did need another implant to complete the repair and no information was available about if the original implant was easy to remove.